Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. Section e1: reporter phone number: (B)(6). Section e1: reporter address line 1: (B)(6). Section e1: reporter postal office or zip code: (B)(6).

Event description:
Related manufacturer report number: 2916596-2023-02646. It was reported that log files were submitted due to a pump stop while connected to the power module. Log file analysis revealed driveline fatigue but the patient did not was to undergo a pump exchange. A low battery cell was recorded and the controller was replaced.

Event description:
It was additionally reported that there were no pump stops related to driveline fatigue recorded.

Manufacturer narrative:
The driveline damage included in the initial report was determined to be duplicate to MFR # 2916596-2023-00597. Driveline damage for this patient was investigated under MFR # 2916596-2023-00597. Manufacturer's investigation conclusion: review of the submitted log files confirmed a driveline disconnect and subsequent pump stop event. According to the account, these events were related to the patient replacing their system controller by mistake. The submitted log file captured approximately 9 hours of events. The pump operated at the fixed speed until the end of the file when a driveline disconnect and subsequent pump stop event was captured. The driveline remained disconnected for the remaining duration of the file. No other notable pump-related events or alarms were captured. The pump appeared to function as intended. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), with no further related issues reported at this time. The heartmate ii lvas instructions for use (IFU) instructs the user to check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. The user is instructed to promptly reconnect it to resume pump operation. Additionally, the IFU provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Furthermore, the IFU and patient handbook outline all system controller alarms, including the driveline disconnected alarm, as well as how to respond to each alarm condition. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii lvas patient handbook are currently available. The IFU instructs the user to check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. The user is instructed to promptly reconnect it to resume pump operation. Additionally, the IFU provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Furthermore, the IFU and patient handbook outline all system controller alarms, including the driveline disconnected alarm, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.